Event description:
On (B)(6) 2012, pt reported the menu button on the infusion device is defective. He noticed this on the morning of the report when the attempted to change the time. The menu button worked intermittently during the troubleshooting call, and the other buttons continue to function as intended. The menu button is raised, and the infusion device was not dropped on a hard surface in the past 48 hours. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.